Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead exhibited loss of capture. Fluoroscopy confirmed that the ra lead dislodged due to the lead not having enough slack at implant. The lead was explanted and replaced. The patient was stable.